Manufacturer narrative:
During quality investigation, the customer's complaint was not confirmed; no oil was noted on the device during eval. The device was serviced and returned to the customer.

Event description:
The stryker core universal driver was sent in for repair because it was covered in oil during a quality check. There was no pt involvement; no adverse consequence was associated with the device.